Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable had exposed wires. The unit was powered on with no issues observed with a replacement power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The root cause was isolated to physical damage due to an undetermined event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable.